Event description:
As the nurse was pulling out the internal stylet wire, the nurse heard a snap and saw that the guide wire broke off with part of the wire retained in the PICC line. The patient was transferred to radiology to confirm the amount of wire retained. Approximately 15cm was confirmed. The internal stylet outside the patient measured approximatley 61cm in length. The PICC was replaced with a groshong PICC from a different lot number without incident. The patient was discharged home without further issues.